Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.